Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others, underweight, and crease fold. A microscopic analysis was performed which identified: one broken sharp with stress marks, near of the broken site, this condition was called surgical impact, wear abrasion, one striated opening on the radius, and broken smooth on the anterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp broken on the radius assessed as surgical impact. One striated opening on the radius assessed as surgical damage consist in the use of some surgical tool. A broken smooth on the anterior assessed as smooth opening.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 07/28/2010. A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported nipple discharge and infection, this record is for the right side device. Additionally, healthcare provider reports rupture. Device remains implanted.